Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she has been having problems trying to get stimulation adjusted to the right setting patient stated all the stimulation goes to her legs and shocks her legs patient stated she has neuropathy in both legs. Patient stated she needs stimulation to go to the back area but she is just feeling stim in the legs for a long time patient clarified since (B)(6) 2024. Pt stated she had stopped using therapy because it was not helping her but then her back started to hurt more so she is wanting to try to use the therapy again. Patient verified she has not had any traumas or falls. Patient service specialist is sending an fyi message to the local field reps about patient request to have the programming checked. The patient was redirected to their healthcare provider to further address the issue.